Event description:
It was reported that during preventive maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) units fiber optic connector is broken. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse replaced the fiber optic connector. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units fiber optic connector is broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.